Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of feeling an irregular heart rate. Both the right atrial (ra) lead and right ventricular (rv) lead exhibited undersensing. Both pacing leads remain in use. No patient complications have been reported as a result of this event.